Event description:
It was reported that a patient received a discrepant result when testing with coaguchek vantus meter serial number (B)(4). At 2:37 p.m., a venous sample collected from the patient was tested in the laboratory using neoplastine cl plus on a stago analyzer, resulting in a value of 2.02 inr. At 3:40 p.m., a sample from the patient was tested using the meter, resulting in a value of 2.8 inr. The patient's doctor advised keeping the patient's medication dosage the same based on the laboratory result. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is 2 - 4 times per month.

Manufacturer narrative:
The customer's test strips were requested for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The reporter¿s strips were provided for investigation where they were tested using a retention meter and retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.8 inr, qc 2: 2.8 inr, qc 3: 2.8 inr, the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. Higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Per product labeling: "the presence of anti-phospholipid antibodies (apas) such as lupus antibodies (la) may lead to prolonged clotting times, i.e., they may cause false-high inr values. If you have or suspect that you have apas, discontinue testing until you discuss with your physician." The occupation is patient's mother.